Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information in d10, h3, h6 and h10. H10: the device was received for evaluation. The visual inspection by naked eye of the product showed the product out of packaging and wet. A black hair like particulate matter was observed on the header cap . The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a "hair like" particulate matter was observed inside the cap of a polyflux 14l. The event happened before patient use. There was no patient involvement. No additional information is available.